Event description:
It was reported that: "the incident occurred at about 5:10 pm. There was no injury to the pt. The doctor started to ventilate the pt in manual mode with a mask, and peep was observed immediately. The pt was then intubated and again ventilated in manual mode. Peep was reported to be as high as 27 cm/h2o, and when it persisted, an ambu was used to ventilate."